Manufacturer narrative:
Follow-up communication with the sales representative determined that the two responses on the questionnaire were incorrectly translated from (B)(6) language to english. The sales representative has advised that no part of the device separated during use. The device remained intact throughout its use. Investigation ¿ evaluation: one ngage nitinol stone extractor was received for evaluation. The device was returned with the unidex handle (udh) in the closed position and the basket formation in the open position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. A functional test determined the udh handle actuates the basket formation to the open position but does not close the basket formation completely. A visual examination noted the support sheath is bent 5 mm from the nose of the mlla. The basket sheath is scraped 34 cm from the distal tip. The clear sheaths on the basket wires are loose. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed one non-conformance during the manufacturing process for the issue of foreign matter, embedded in device material. A review of complaint history revealed this complaint to be the only complaint associated to this device/lot number 7729831. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Correction: during file review, it was noted that additional information previously not noted, was received on june 30, 2017 in email correspondence as an attachment questionnaire. The information found conflicts with the original event description provided to the manufacturer. The information was found in two responses on the questionnaire indicating, the device separated during use and was retrieved from the patient¿s kidney using a wolf cobra. The investigation remains in process. Follow-up is being performed to determine the information that is accurate. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
Prior to a flex urs (ureteroscopy), it was noted by the end user that wire basket on the stone extractor would not open in the twisted configuration. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.